Event description:
It was reported that while actively monitoring patients, an m300 appeared to discharge the patient without user intervention. The users have reported that when it is discovered that the patient is no longer being monitored at the ics, the patient is readmitted to restore monitoring function. There was no patient injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.